Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was responsible for non-sustained right ventricular oversensing (nsrvo) alerts delivered for post-paced t-wave oversensing. Programming changes were discussed; no changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.